Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse proactively realigned the main pipettor to rv (reaction vessel) shuttle. The fse also noted that there was foam present in the wash pump upon priming. The wash pump valve assembly was replaced. There was no evidence to suggest that the wash pump contributed to the non-reproducible access accutni+3 results as all system parameters were within specifications at the time of the event. The fse then verified system performance via a high sensitivity system check, a fifteen (15) replicate precision test using level 1 troponin qc and a ten (10) replicate precision test using a known patient sample. All verification testing passed within published performance specifications. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this event: 2122870-2015-00134, 2122870-2015-00135.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for three (3) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed each of the patients' samples on the same access 2 immunoassay system several times and obtained either erratic results both above and within the customer's normal reference range or lower results all within the customer's normal reference range. The elevated accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer also reported a fourth non-reproducible access accutni+3 result obtained previously on (B)(6) 2015. MDR 2122870-2015-00135 will address that result. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patients' samples were collected in lithium heparin plasma tubes and were centrifuged at 4,000 rpm (rotations per minute) for six (6) minutes at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.